Manufacturer narrative:
Patient demographics updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the issue occurred in a lumbar spinal fusion.

Manufacturer narrative:
Device evaluated by MFR: the analysis of the computer for the viewing station of the imaging system was completed by medtronic personnel. The computer was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the computer of the viewing station of the imaging system was replaced to restore functionality. The imaging system then passed the system checkout and was found to be fully functional. The computer has been received by the manufacturer for evaluation. However results are not available at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a spinal fusion, the imaging system entered standalone mode without prompt from the user when attempting a 3d image acquisition. It was noted that the viewing station of the imaging system displayed a windows error. Restarting the imaging system restored functionality and the site continued with the procedure without tissue. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome. No additional information was provided.